Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusions set not release after insertion into the body. Event was occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available